Event description:
B)(4). I had essure placed in b)(6) 2006. A few months later I started having swelling and pain in my hands, feet and other joints. I was also starting to be very worn out all of the time. I was told that I had rheumatoid arthritis. Nine years later on b)(6) 2015 I had the essure removed. Within two weeks I woke up with my feet not swollen for the first time in 9 years. I couple more weeks and I had more energy again. It has been a month and the difference is amazing. Obviously, a reaction change so swiftly after the essure removal is not coincidence. I am continuing to rehab but things are progressing in the right direction. Essure took 9 years of my life. My daughter, who was only 3 at the time of placement doesn't even know a healthy mother. I am so angry that nobody believed me. Please get this device off of the market, or at least put warnings on it so that others have more leverage to get them removed earlier.